Manufacturer narrative:
- One unpackaged, ar-9618-24, 24 mm primary reamer, serial/batch number (B)(6), was received for investigation. - visual evaluation noted that the cutting blades were dull and nicked. Additionally, the laser marks were faded. - the most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2018. - refer to investigation photos. - complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that (qty. 6) of an ar-9618-24 primary reamers had grown dull. This was discovered during the case with no patient harm.